Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that blood glucose data was not transferring from meter to insulin pump. Customer also reported that healthcare professional was not able to upload information into carelink. Customer's blood glucose was 156 mg/dl. During troubleshooting, alarm history showed that insulin pump experienced two radio frequency failed self test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed radio frequency pic failed self-test during self-test due to faulty connector at radio frequency board. Downloading was not possible to the alarm. The device had cracked case at display window corners.